Event description:
It was reported that bd syringe 10ml ll s/c 200 contained foreign matter. Verbatim: unopened syringe had mold in packaging. Issue caught prior to pharmacy compounding. No impact to patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Follow up the customer reported that an unopened syringe contained mold within the packaging. To support the investigation, the quality team received one photograph of a 10 ml luer lok syringe for evaluation. The photograph shows a fully assembled syringe within its packaging. Upon review, a significant amount of loose, unidentified gray foreign material was observed outside the fluid path. The material was located at the bottom of the barrel near the junction between the barrel and the flange and appeared consistent with silicone residue mixed with particulate dirt. This condition is nonconforming to product specifications and is attributable to the assembly process. A device history record review was completed for material number 302995, lot 5267442. The review confirmed that all required visual inspections were performed and found no quality notifications related to the reported condition. The lot was inspected and accepted in accordance with the approved inspection control plan, released for shipment, and is considered compliant with applicable product specification requirements. To date, no other similar events have been reported for this lot. Based on the investigation, including the photograph based evaluation, the customer reported condition is confirmed.